Event description:
When attempting to use the femostop for an intra-aortic balloon pump (iabp) removal, the red cord was pulled. It broke in half. When remainder was removed from pressure piece, the machine stated "eee" and would not read a number. The bulb would inflate, but no number was visible. A new ffemostop needed to be used.